Event description:
A customer reported a low reading with the freestyle libre sensor. The customer reported an unspecified low sensor reading, and self-treated with emergency glucose kit. The customer then went to hospital where he received unspecified treatment via IV for unspecified diagnosis. A healthcare meter result of 120 mg/dl was reported, but it is unknown when this was taken in relation to treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.